Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis experienced left sided deflation post procedure. The deflation was discovered through ultrasound. As a result, replacement with a new mentor smooth round moderate profile 250cc saline prosthesis was performed on (B)(6) 2019.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 16, 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. The device evaluation submitted with the initial report involved evaluation of the photos provided. This updated device evaluation summary is a combination of the photo results and the evaluation of the physical device received. Device evaluation summary: upon visual evaluation of the images provided in the complaint, the implant was observed deflated. The device was received for analysis and during visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Within the crease, a tear (a) was observed, measuring approximately 0.1 cm. Additionally, a second tear (b) was observed on the posterior view. Microscopic examination on the edges of tear b revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 17, 2020. Device evaluation summary: upon visual inspection of returned photographs, it was observed that the implant was ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% visual inspected prior to release. Manufacturer¿s reference number: (B)(4).